Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
It was noted that when connection a syringe to a luer hub of an infiniti catheter, the customer had difficulties. The product involved was discarded, however, the remaining sterile units are being returned. The accessories are not compatible with the catheters luer hubs.